Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed anterior leaflet for a mitraclip procedure. The clip was placed medial a2/p2 (anterior 2 and posterior 2 leaflet segments). The mr grade decreased to 2. Upon deployment a single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. The mr grade increased to 4. One mitraclip xtw and one mitraclip xt were implanted to stabilize the first clip and further reduce mr. The final mr grade was 1+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation appears to be related to challenging patient anatomy (prolapsed and degenerative leaflet). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed anterior leaflet for a mitraclip procedure. The clip was placed medial a2/p2 (anterior 2 and posterior 2 leaflet segments). The mr grade decreased to 2. Upon deployment a single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. The mr grade increased to 4. One mitraclip xtw and one mitraclip xt were implanted to stabilize the first clip and further reduce mr. The final mr grade was 1+.